Event description:
It was reported that the customer was at a doctor's office with blood glucose levels greater than 600 mg/dl. Troubleshooting was not possible as the doctor entered the room during the call. Attempted to follow up with the customer, but there was no answer.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.